Manufacturer narrative:
(B)(4). (B)(6). The lot 13k032 was manufactured october 8, 2013 - october 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that the infusion line of the small volume intermate became detached from the body of the intermate after unwinding and prior to use. The device contained 340 mg tobramycin in 100 ml 0.9% nacl. There was no patient involvement. No additional information is available.